Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation, " the right side breast has been getting smaller than left side" and "their skin on both breast is saggy". Patient stated, " I had a lift so my skin shouldn't look like this." Device remains implanted.

Event description:
Device has been explanted.